Manufacturer narrative:
As per physician, they only have medical examiner, who is not a neurologic expert. From what the physician can gather, the cause of death was listed as ¿skull fracture¿ and ¿blood clot¿. The patient had a severe blunt head trauma with extensive traumatic convexity subarachnoid hemorrhage, cerebral contusions, and a parafalcine subdural. The patient developed severe cerebral edema and was eventually declared brain dead. Date of death was (B)(6) 2015. The monitor was not synched to any other monitor as the user facility does not have the necessary cables to do that. When the monitor failed, attempts were made to connect the ventriculostomy (integra combination fiberoptic/ventricular catheter bolts) to a drainage bag and transducer, but the waveform was quite poor. The physician was not sure if it was because the cerebral edema was so severe that the brain was collapsed around the catheter, or if there¿s something unique about the combo device, but the icp waveform was not very reliable. The physician called integra support line and did everything they asked him to do. The physician stated it would appear that the loaner monitor was not in calibration; out of calibration by over 1 year ((B)(6)2014). There were no adverse weather conditions at the time of the incident and the monitor was plugged into one of the red emergency/power backup sockets. As far the physician could tell, the battery was fully charged. The monitor was plugged in the entire time.

Manufacturer narrative:
Integra has completed their internal investigation on 02/03/2016. The investigation included: evaluation of device: it was observed that the monitor was not working due to a defective dc output pcb. Also, it was noted that the cam01 monitor calibration label read ¿next service may-2014¿, which was overdue. The work order (B)(4) documents the production of one cam01 monitor, split batch 4 of 20, serial number (B)(4) and was completed correctly following company work instructions. All results of the functionality tests were recorded as within specifications prior cam01 monitor been released. No service history record available in any of the service centers for this loaner monitor. The DHR review has been deemed satisfactory. A review of complaints history from dates 05-nov-2014 to 01-feb-2016 revealed a total of (B)(4) complaints contained the search criteria (unit not working and dc output pcb). The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with the cam01 monitor due to defective dc output pcb. No trend has been identified. The failure analysis investigation has concluded the root cause of the cam01 monitor not working was due to defective dc output pcb which had a faulty d5 component which failed in short circuit condition.

Manufacturer narrative:
Nadditional information received from the customer on 30nov2015: the (B)(6) male patient had extensive traumatic subarachnoid hemorrhage (sah), poor neuro exam; combination fiberoptic icp monitor (¿bolt¿)/ventricular catheter placed. The problem occurred approximately 30-45 minutes after initial setup and insertion of the monitor on (B)(6) 2015. It worked perfectly during calibration, and gave a good waveform with a reasonable icp after catheter insertion, but it then just spontaneously died while plugged in. The customer could not get it to function again, even after calling integra support. The patient died. The patient was given him empiric hypertonic therapy, but were unable to measure his icp. Within 48hrs, he met criteria for brain death. There was no replacement monitor available to be used since the device was a loaner monitor. There was treatment/monitoring failure. The customer was unable to monitor the patient¿s icp reliably (attempted to hook up a transducer to the combination bolt/ventricular catheter, but this solution did not transduce well and was not likely reliable). The patient died within about 48 hours. As per customer whether or not the patient could have survived with monitoring and maximal therapy was unclear, but not having it certainly didn¿t help. Additional information has been requested.

Event description:
The system went down while being used on a patient. Cam01 monitor had a waveform and then went dark and would not respond. It was plugged into wall power at a known good outlet. All cables were checked and correctly connected. The monitor would not restart. Additional information has been requested.